Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
Prior to inserting in the patient, air could not be purged from the orbit mini complex fill 4x7 (637mf0407), and air remained in the coil delivery system complaint product) though purging was attempted repeatedly. The procedure was continued using the other coils. Additionally it was reported that a dcs syringe was utilized to prep the device, and no damages were noted during prep. Prior to connecting and during prep, the syringe or coil delivery system was not damaged. After disconnecting the coil delivery system, no damage was noted on the syringe, delivery system or coil. During prep, a dedicated saline source was utilized to fill and prep the syringe. The syringe was taking to the blue zone. At any time during prep, the blue zone was not exceeded. Prior to this coil, the red zone was not exceeded. The product was connected properly to the hub of the coil delivery system, and no leakage was noted at the connector, extension tubing, delivery system hub or anywhere else. The connector was checked for proper seating/fitting on the delivery system hub. After the product failure occurred, no damages were noted on the coil (unraveled/stretched), delivery system, hub and the coil was not detached. There is no additional information.

Manufacturer narrative:
Air could not be purged during prep of the 4x7 trufill dcs orbit coil system (637mf0407/13367433) when the trufill dcs syringe was pressurized to the blue purge zone. The procedure was completed using other coils. There were no damages noted on the device prior to or after use. There was no leakage noted from the system. The syringe that was used to prep the device had been filled from a dedicated saline source. There were no damages noted on the coil system prior to shipping, i.e. The coil was not stretched or damaged. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13367433 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One non-sterile dcs orbit coil was received coiled inside of a plastic bag. The coil was still attached to the gripper. The introducer was received zipped. Support coil, gripper and embolic coil were inside of it; no damages were observed on these components. The detachable coil delivery system was kinked. No other anomalies were found during the visual inspection. Under microscope, could be observed stretched sections on the embolic coil. Gripper was also inspected and no anomalies were found. The cause of the kinks on hypotube and stretched sections on the embolic coil could not be conclusively determined; however, these do not appear to be manufacturing related since it was reported that there were no damages on the system with inspection prior to and after the event. An attempt to purge the received dcs orbit coil was made using a cordis lab sample trufill dcs syringe (635-002); however, when the needle gage was increased until the blue zone the system could not be purged; air on hub could be observed. Since the system could not be purged, it was cut near to the gripper to in order to investigate the location of the obstruction. After that, the dcs was flushed using the same syringe and the flow of water could be observed; which indicates that the obstruction was in the gripper; therefore, it was sent to sem analysis. The purge hole exhibited evidence of being blocked by a material. X-ray analysis revealed that the material is composed by phosphorus, potassium and chlorine. It is likely that these materials are from the solution used to purge the device. It cannot be determined when in relationship to the procedure that purge hole became clogged; however, it may have occurred overtime post procedure. Based on the device history record and the analysis of the device, this blockage is not related to the manufacturing process. The failure to purge the trufill dcs orbit system was confirmed. Based on the available information and the analysis of the returned device, no conclusion can be made regarding the event; however, there is no indication that it is related to the manufacturing process and may have been impacted by procedural factors. Therefore, no corrective actions will be taken at this time.